Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm on multiple occasions. Customer stated that they have been keeping the pump in a case that was fit for a non-tandem pump. Customer had elevated blood glucose levels (455-600+ mg/dl). Customer delivered boluses to stabilize blood glucose levels.